Event description:
It was reported call that customer was experiencing high blood glucose. The customer's blood glucose at the time of incident was found to be 33.3 mmol/l. Customer's blood glucose at the time of call was 8.5 mmol/l. The symptoms for high blood glucose were none. The customer treated with manual injection. The customer was using the insulin pump within 48 hours of the reported high blood glucose event. The customer was not using auto mode at the time of incident. Troubleshooting was performed. Customer alleged that pump was under delivery due to infusion set. Customer also stated that insulin pump had insulin flow blocked alarm and beeping of insulin pump was found. The insulin received stuck button alarms. The insulin pump will be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.